Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a myopic shift after having glaucoma stent implanted. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. No information is provided regarding the patient's preoperative condition or, assuming the device was implanted in conjunction with cataract surgery, there is no information regarding biometry, intraocular lens (iol) selected/a-constant used, or any intraoperative complications. There is also no information provided regarding any postoperative condition that might have been a factor in the refractive error. Possible root cause is that transient forward iol movement associated with anterior chamber shallowing, which is associated with refractive change, is an established risk associated with use of the device system. This risk is clearly specified in product labeling. (B)(4).